Event description:
It was reported that the patient experienced a low glucose event while using the system, corroborated by a fingerstick value of 50 mg/dl after a dexcom g7 low alert, and the caregiver treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included required intervention to prevent permanent impairment. Investigation included complaint record review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an undetermined cause. It was concluded that the event was related to hypoglycemia with cause unclear and that no device-related failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.